Event description:
It was reported that dosing stopped at various times on the ilet the user and care team requested a replacement. Review of device reports indicated frequent empty cartridge alerts due to underfilling and occlusion alerts that were dismissed without completing troubleshooting. No reported adverse clinical effects and no reported changes in blood glucose. Outcomes included no hospitalization and no medical intervention. Investigation included review of device logs, alarm history, and user interactions, along with troubleshooting and education provided to the user and care team. Investigation of this case revealed dosing interruptions associated with user practices, specifically repeated underfilling leading to empty cartridge alerts and failure to address occlusions, consistent with infusion set and cartridge handling issues. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error during supply changes and occlusion management, with device function consistent with design.